Event description:
On 12/01/2023, infutronix received a report that adminstration set was wet and leaking causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
Upon review the unknown device cannot be located because there is no information provided with this device. This MDR will be reopened in the event the product involved or additional information becomes available.